Manufacturer narrative:
Results: a pull tube from a pusher assembly was stuck within the handle. The pull tube was removed from the handle. A 0.020¿ pin gauge was able to be advanced through the nose cone without an issue. Conclusions: evaluation of the returned handle revealed a damaged nose cone and a pull tube was stuck within the handle device housing. If a ruby coil is forcefully advanced into the handle, damage such as these may occur. During functional testing, the pull tube was removed from the handle. The handle was then tested using a handle test fixture and actuated the hypotube as well as the pull tube. Subsequently, the nose cone was measured using a pin gauge and was found to be out of specification. This damage likely contributed to the reported inability to detach the coil during the procedure. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02024.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02024.

Event description:
The patient was undergoing a coil embolization procedure to treat a vericocele using a ruby coil detachment handle (handle) and ruby coils. During the procedure, the physician advanced a ruby coil to the target vessel and attempted to detach the coil, however, it was reported that the ruby coil did not detach and that the trigger of the handle did not work. Therefore, the handle and the ruby coil were removed from the procedure. The procedure was completed using a new handle and additional ruby coils. There was no report of an adverse effect to the patient.